Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer had a low blood glucose to the point that they went into convulsions. Customer showed bolus done by insulin pump in the middle of night. Customer treated low blood glucose with carbohydrates. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged low bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked retainer, a scratched case and a serial number label fading. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Retainer ring = clear. On august 12, 2021 the customer alleged insulin pump over delivering resulting in low blood glucose. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No over delivery anomaly noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history on the event date of august 12, 2021 found bolus deliveries of 5.575 units at 12:34am, 1.6u at 2:17am, 2.525 units at 3:29am, 2.125 units at 7:34pm, 2.775 units 9:06pm, and 0.05 units at 9:28pm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked retainer, a scratched case and a serial number label fading. In summary, customer allegation for insulin pump over delivering not confirmed during full functional testing. A cracked retainer was confirmed. Unable to verify customer alleged for low blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.